Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint . Voltage test was performed and failed indicating no voltage on the unit. The complaint could not be confirmed with the returned transmitter because the transmitter battery had no voltage. The root cause could not be determined post investigation.